Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 1.4 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported an empty reservoir occurred and the patient was due for a refill. The patient was between medical doctors and their pump had gone empty. The patient complained of diarrhea, sweating, feeling dizzy, and malaise. The symptoms began 4-5 days earlier, relative to (B)(6) 2019. The empty reservoir alarm occurred on (B)(6) 2019. The patient and the emergency room doctor wanted to program the pump to off state. It was reported the pump was near end of service (october 2019), and the patient was not going to have the pump replaced. The pump off code was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s weight was unknown and the patient¿s health status was not discussed with the rep. It was further reported the patient¿s current condition was unknown. The patient¿s current symptoms were unknown. He was to be discharged from the emergency department later that afternoon/evening. His symptoms were improved (at the time of the rep's interaction) with the medication being provided by the ed staff. No further complications were reported/anticipated or expected.